Event description:
The patient reported an issue with the up and down buttons of the infusion device. He stated, he received 2 units of insulin instead of one unit of insulin while bolusing. He changed the battery and insulin cartridge and was not able to resolve the issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.